Manufacturer narrative:
Reliability analysis inspected 5 opened/used infusion sets and performed hand prime using new lab reservoirs and found 3 of 5 occluded at p-caps connection section; 2 remaining occluded at qr connection septum sites.

Event description:
The customer reported via phone call of occlusion from the infusion set. The customer's blood glucose reading was unknown. The customer stated that she can prime insulin through the first half of the tubing but when she connects the first half insulin it will not push through. The customer stated that she has gone through sets and reservoirs. The customer tried another infusion set from another box and was able to manually prime insulin through tubing. The customer will replace the infusion set.